Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
Correction: adverse type, date of event, event attributed to, describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device model #, concomitant med prod data (1), initial reporter addr 1, initial reporter city, initial reporter zip, type of reportable events. Additional information: medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "f23: unexpected medical intervention. E2403: no clinical signs symptoms or conditions. A141204: pumping stopped. A23: use of device problem". There was patient involvement. A report was received from health canada's canada vigilance program which states, "propofol and fentanyl infusions pump alarming channel disconnected" and no longer infusing. Required propofol bolus 20 mg to settle. Removed pump from use and sent to clinical engineering for repair. Our clinical engineering identified the problem as a dirty iui connector which was cleaned up." Pcu was the device identified according to the report.